Manufacturer narrative:
Upon further investigation, it was determined that MFR# 3009450871-2015-12716 is a duplicate of MFR# 3009450871-2015-13130. Please reference MFR# 3009450871-2015-13130 for all further investigation regarding this event.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the universal battery charger device did not function. It was further reported that the led's on the device indicated "blue status". It was not reported if the device was used in surgery, or if there was patient involvement reported. There were no delays in a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly